Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when a symptomatic patient presented in emergency room after feeling a vibratory alert, low impedance and noise were noted on the ra lead. Noise reversion alert was also noted. Programming changes were made for impedance issue. Patient was asymptomatic to noise episodes and continues to be monitored.